Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pkm867 batch number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when did the issue occurred?, pre-op or intra-op? Intra op what do you mean by "suture dissolves to easy from the needle?, please explain. -- needle detached from the suture. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did all 3 needles break and then have suture detach from the needle? If not, please advise: how many needles broke? How many needles detached from the suture? Note: events reported via mw 2210968-2020-04296, 2210968-2020-04297, 2210968-2020-04298.

Event description:
It was reported that the patient underwent lap sigma procedure on (B)(6) 2020 and suture was used. During the procedure, the needle was broken and suture dissolved easily from the needle. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/09/2020. Additional information: h6 device code. Additional information was requested and the following was obtained: did all 3 needles break and then have suture detach from the needle? If not, please advise: -how many needles broke? 3 pieces. -how many needles detached from the suture? 3 pieces. 3 pieces with the same lot number will be send for evaluation.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/9/2020 additional information: d10, h6 additional h3 investigation summary: it was reported breakage needle and pull off - suture needle. One open sample of product code vcp1408, lot pkm867 was received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was dispensed without problem and examined along of the strand, no defects were observed. A functional test was performed and the pull force were above the minimum requirements. In addition, the needle was tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no breakage needle or pull off - suture needle was found, and the tested samples met the finished goods requirements. Additional h3 investigation summary: it was reported breakage needle and pull off - suture needle. Two unopened samples of product code vcp1408, lot pkm867 were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the channel closure area was noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. In addition, the needles were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.